Event description:
The 420 seconds with hemochron signature plus / act+ system vs 800 seconds with hemochron response / ftca510 tube system. No report of adverse event, serious injury, or interventions.

Manufacturer narrative:
(B)(4). MFR eval / investigation pending add'l info from consumer. MFR method, results, conclusions: MFR eval / investigation pending add'l info from consumer.